Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4)

Event description:
A customer reported that a knife was noted to be dull. Procedure details and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Seven unopened knife samples were received by manufacturing for evaluation. The samples were examined per facility procedure and were found to be conforming. Penetration testing was then performed and also found to be conforming for all seven samples. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this is the first complaint for the reported issue received against this cutting instrument lot. The returned samples were found to be conforming, therefore the dull blades as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. As the exact root cause for the dull knife samples is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).